Event description:
Procedure type: hysterectomy. According to the reporter: on one occasion the needle fell out of the instrument after attempting to pass it from one side to the other. On a second occasion with a separate needle, but the same 173027, the needle failed to pass from one side to the other while on tissue. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. On the first occasion the suture was cut and the needle was retrieved. On the second occasion, the suture was cut and the needle was successfully removed from the tissue and retrieved.

Manufacturer narrative:
(B)(4).